Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and formed 6 clips has intended, however after the sixth firing, it ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.